Manufacturer narrative:
(B)(4). Trigger post, firing trigger teeth. The analysis results found that the ets45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the firing trigger post were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, "the appendix should be displaced with tr45w". After correct "login" from the reload the surgeon wanted to lock the device. The surgeon could not lock it and there was a loud crack. The situation suggested a failure and the surgeon removed the stapler and opened a new device. The jaw of the device is "defect". There were no consequences for the patient.